Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) was contacted and noted that this pacemaker had reached elective replacement indicator (eri) two months prior. This pacemaker was also unable to be interrogated which was consistent with the device being at battery capacity depleted (bcd). This pacemaker was explanted and successfully replaced due to normal battery depletion. No additional adverse patient effects were reported.